Manufacturer narrative:
Additional device product codes: jds and hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient¿s screw began to back out. The patient underwent a revision procedure on (B)(6) 2022, to have the screw exchanged. This report involves one (1) locking screw for im nail ø 5mm/ 68mm/ xl25/ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and the photo inspection. Visual analysis of the returned sample and the x-ray provided revealed that the lockscr f/medullary nail ø5 l68 xl25 has migrated from its supposed position. It can be visually seen in the x-ray provided is out of its position. Condition is consistent with allegation. No other issues were found. A dimensional inspection for the lockscr f/medullary nail ø5 l68 xl25 and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr f/medullary nail ø5 l68 xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for part: 04.045.068s, lot: 8l24843; and no non-conformances were identified. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that one of the lockscr f/medullary nail ø5 l68 xl25 observed in the x-ray image has not lock in the insertion zone, the screw migrated to back of the insertion. No other problems was reported. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr f/medullary nail ø5 l68 xl25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # 04.045.068s, lot # 8l24843, manufacturing site: werk selzach, release to warehouse date: 30 jun2021, expiration date: 01 jun2031, supplier: (B)(4), a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.